Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6(type of investigation, investigation findings, health effect ¿ impact codes & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse cable position was adjusted after disassembly. Functional parameters of the unit were tested and found to be normal. The iabp was returned to the customer for clinical use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) power cord can not be pulled out. There was no patient involvement.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) power cord can not be pulled out. There was no personal injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 telephone number : (B)(6).